Event description:
It was reported that the patient presented for a follow-up visit. The patient felt unwell, and diagnostic imaging revealed that the right ventricular (rv) lead perforated the myocardium. It was also noted that the rv lead exhibited a high capture threshold and pericardial effusion was observed. During the removal, the rv lead was difficult to remove, and post-extraction evaluation revealed issues with the helix rotation mechanism. The rv lead was explanted and successfully replaced. The patient was stable.